Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up with episodes of non-sustained rv oversensing due to t-wave oversensing. Programming changes and dft were recommended. No further information is available.